Event description:
It was reported that the 9800 system made a arcing sound when tech made fluoro shot to test unit. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. Based on info provided by customer (one time happening at system turn on) and the fact that the high voltage connectors were recently greased, the customer will monitor to see if it happens again. They will call back if it happens again. Correction: this report was originally submitted under MFR. Report number 1720753-2008-00044 and dated 01/03/2008. It has recently come to our attention that this number is a duplicate and as such we have revised the MFR. Report number to reflect a unique number for this report. The new MFR. Report number is 1720753-2008-00117 and is reflected on this corrected form. The original report, as identified above, should be replaced with this corrected form.